Manufacturer narrative:
Other text: additional information in h6 and h10. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump had intermittent air in the line and a downstream occlusion when using the reservoir cassette. Additional information was provided that there was no patient involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when required.